Event description:
It was reported that the pump displayed a cartridge alarm 20. The customer experienced a high blood glucose level of 500 mg/dl. There was no reported assistance needed from any third party. Customer addressed high blood glucose by giving correction injection using multiple daily injections and planned to use this method as backup therapy. Technical support arranged pump replacement, verified shipping address, instructed customer to place pump into storage mode before returning it, and advised customer to reenter pump settings and reconnect continuous glucose monitor to replacement pump, which customer understood and acknowledged.